Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 10% within one day. In addition, the customer was unable to charge the pump successfully. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.